Manufacturer narrative:
Additional information will be provided when investigation has been completed.

Event description:
It was reported that during a knee arthroscopy there was extravasation of the joint and thigh. Fluid was spraying out of portal and the pump was not achieving proper flow. The left thigh was measured at 30" compared to the non-operative right thigh, which measured 26.5".

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection showed the inflow pressure sensor was stuck. The critical error log was also reviewed and there were no errors related to the complaint. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run and it was noticed that the pressure on the pump stayed at zero, while the actual pressure detected by the pressure sensor transducer were all over the set pressure. A manual pressure check was conducted and also failed. After installing a new inflow housing assembly we performed the previous tests again and passed. The probable root cause could be a defective sensor mechanism on the inflow cassette. In sum, the product was returned for investigation and the reported failure mode was confirmed.

Event description:
It was reported that during a knee arthroscopy there was extravasation of the joint and thigh. Fluid was spraying out of portal and the pump was not achieving proper flow. The left thigh was measured at 30" compared to the non-operative right thigh, which measured 26.5."